Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1cc of juvéderm® voluma¿ xc into the temples and malar. Six days later, patient experienced swelling and lump (palpable mass on left area). It was painful when touched. Causality was noted to be possible allergic reaction. Patient was treated with anti-histamine. A week later, patient was treated with azithromycin 250mg and prednisone 40mg. A week later, swelling subsided, unable to palpate and patient able to open mouth without pain. Patient still experienced light numbness/tingling sensation on left side of face including under jaw, neck and behind the ears and in the sinus area, feeling congested. Symptoms are on-going.